Event description:
Product was implanted as a ventricular septal patch on 8/21/96. Positive blood culture for candida albicons 8/25/96. Echogenic opacities seen near patch, but were not demonstrated to be candida albicons. Routine medical treatment resulted in negative blood cultures after 8/28/96. Pt released with no clinical evidence of ongoing sepsis. Co considers the echogenic imaging to be "intervention".